Event description:
The reservoirs are leaking and have air bubbles. Troubleshooting was performed. The reservoirs were de-gassed and the bubbles were removed prior to use. It was indicated that it was insulin between the o-rings. The reservoirs did not have bubbles when filled, but the next day appears the bubbles and a film of air is visible near the plunger under the o-ring. It was not sure whether moisture or insulin was visible in the reservoir.